Event description:
It was reported that this subcutaneous implanted cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in multiple inappropriate shocks across two episodes. Device data was sent to technical services (ts) for review. Ts provided further troubleshooting and programming options. Ts also recommended performing an x-ray to evaluate system placement. This system remains in service. No adverse patient effects were reported.